Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparscopicassisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: medical records received. Event medical device removal updated to pelvic pain. Events added from mr- abnormal uterine bleeding. Reporter information, medical history were added. Date of birth were added. Date of removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of removal: (B)(6) 2015 and (B)(6) 2018. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.